Event description:
It was reported that stent damage occurred. There were two target lesions. The first target lesion was located in the distal left anterior descending artery (lad) which was treated with implantation of two stents. The target lesion #2 was a 90% stenosed lesion located in the moderately tortuous proximal lad. A 32x3.50mm promus premier¿ stent was advanced to cross the proximal lad, however, resistance was encountered. The device was then removed from the patient and it was noted that the distal edge of the stent struts were lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that stent damage occurred. There were two target lesions. The first target lesion was located in the distal left anterior descending artery (lad) which was treated with implantation of two stents. The target lesion #2 was a 90% stenosed lesion located in the moderately tortuous proximal lad. A 32x3.50mm promus premier¿ stent was advanced to cross the proximal lad, however, resistance was encountered. The device was then removed from the patient and it was noted that the distal edge of the stent struts were lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts at the distal portion of the crimped stent were damaged and stretched distally. This type of damage is consistent with the stent encountering resistance while withdrawing the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile and shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is a combination product. (B)(4).